Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's catheter was epidural in (B)(6) 2018 and was confirmed by computed tomography scan. The healthcare provider (hcp) wanted to aspirate from the side port and if they could not get cerebrospinal fluid (csf) back, they would fill the pump with saline. No patient symptom was reported. They might do an intrathecal trial down the road, revise or replace the catheter and pump as longer term plan. No further complication was reported.

Manufacturer narrative:
The main component of the system and other applicable components included: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017 , product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient was not receiving therapy and catheter slipped epidural. A CT scan (computed tomography scan) was performed and the cap was aspirated. The catheter issue had been resolved at time of the report. No further complication was reported.